Event description:
Pt called to report that the end of their "huber needle fell off." They woke up to find the entire end lying on the floor. Pt concerned about incurring a possible infection due to having an open line. Additional info received by the MFR from the user facility: the event occurred in 04 and the pt was found to have blood cultures positive for gram positive cocci. At that time they were started on vancomycin. The port was removed in 8/04 due to the infection. It was reported that the black connector fell off. The sample is not available.